Manufacturer narrative:
(B)(4). This event occurred in (B)(6). Phone was provided as "(B)(6)".

Event description:
The customer received questionable low elecsys estradiol iii assay results when compared to the results from a siemens centaur xp analyzer. One patient was tested on a cobas 6000 e 601 module (sample a) and the result was <5.00 pg/ml. This result was reported to the patient who did not believe the result. She was on her 2nd day of menstruation when the sample was drawn. The patient went to another hospital and a new sample (sample b) was drawn on (B)(6) 2018. The result from a siemens centaur xp was approximately 55 pg/ml. On (B)(6) 2018, the customer retested sample a on their cobas 6000 e 601 module and the result was <5.00 pg/ml. On (B)(6) 2018, the customer sent sample a and three other patient samples (sample 1, 2, and 3) to another laboratory for testing on a siemens centaur xp and the results were discrepant. For samples 1, 2, and 3, it was unclear if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The serial number of the cobas 6000 e 601 module was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. No sample material was available for further investigation.